Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that saline had leaked out of a broken segment of the catheter, and the doctor mentioned that she thought it was a handling error. An additional procedure was required to replace the line with a different device, but there were no further injuries aside from this procedure.